Event description:
Additional information was received that a routine device replacement procedure was performed. During this procedure, the lv lead was surgically abandoned due to the out of range impedance measurements. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was observed to be fractured. Impedance measurements were greater than 2,000 ohms. In lv-ring to right ventricle (rv), pacing and capture was not occurring at maximum outputs. The lv lead was programmed to off. A device battery change out procedure was planned for six months from this time and the lv lead will be evaluated at that time. To date, no adverse patient effects were reported with this clinical observation.